Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case, the device was misaligned after the first application. The first clip was found to be scissored. On the second clip application, the clip could not be secured properly and detached from the blood vessel after application. The surgeon removed it from the pt cavity immediately. There was no successful ligation of blood vessel obtained in that reported case. The surgeon stopped using the device and turned to alternative method. Operative time was extended by more than thirty minutes.